Event description:
Reportedly the device was interrogated in the box on (B)(6) 2015 and the ventricular lead impedance was displayed as above 3000 ohms. The statistics part was also activated. An analysis was requested.

Manufacturer narrative:
The preliminary analysis showed that the subject device switched in standby mode on (B)(6), 2015. The device has been returned to sorin crm; it will be recycled in the manufacturing process and released back for distribution, as applicable.

Event description:
Reportedly the device was interrogated in the box on (B)(6) 2015 and the ventricular lead impedance was displayed as above 3000 ohms. The statistics part was also activated. An analysis was requested.

Event description:
Reportedly the device was interrogated in the box on (B)(6) 2015 and the ventricular lead impedance was displayed as above 3000 ohms. The statistics part was also activated. An analysis was requested.